Event description:
As reported, an 6/7f mynx vascular closure device ruptured when the balloon was inflated and pulled proximally. Hemostasis was achieved by manual pressure. There was no reported patient injury. The view was that the device may have caught on calcification near the puncture site. There were no damages found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel type was artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.